Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 125 mcg/day via an implantable pump. It was reported that a patient experienced increased spasms. On (B)(6) 2014 there was a regular replacement of the pump; the existing catheter was reconnected. On (B)(6) 2016 there was swelling/fluid around the pump. After it was examined, it turned out to be cerebrospinal fluid. The hcp was thinking there was a liquid leakage. At the end of (B)(6), beginning of (B)(6), there was increased spasms. The daily dose was gradually reduced from 400 mcg/day to 125 mcg/day. The patient received oral supplementation. At the end of (B)(6) during a follow-up visit, the hcp noticed that the catheter was positioned on top of the pump, which was not observed before. A revision was scheduled. The catheter was disconnected from the pump and the proximal segment lay loose over the pump. The total catheter was replaced. The issue was resolved. The patient had progressive multiple sclerosis and bad cognition, so it was difficult to assess the patient.

Manufacturer narrative:
Additional review determined this event has been previously reported in regulatory report # 3004209178-2016-13872. All subsequent information will be contained in regulatory report # 3004209178-2016-13872.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.